Event description:
During an arthroscopic procedure, the physician was utilizing a speedstitch needle cassette and suture cartridges. Intra-operative, the physician noted that the cartridge would not stay locked in place. The procedure was completed and no patient complications were reported as a result of this event.

Manufacturer narrative:
The patient's age and gender were not available. The catalog and lot numbers of the reported product were requested but not received. Reference manufacturer report(s): 9019871-2012-00350.